Manufacturer narrative:
Additional information: additional information was received, and the following corresponding fields are being updated: section b5 - describe event or problem: the intraocular lens (iol) was explanted on (B)(6) 2024. Section d6b: (B)(6) 2024. Section h6 - health effect - impact code: 4629. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, lens remains implanted. Section e1 - telephone number:(B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain further information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implantation of two intraocular lenses (iol) the visual acuity was only at 0.5 diopter (d) at all distances for over a year with a residual refraction of +0.75 d. This has already been compensated with an add on iol but has not shown the desired outcome. Lenses and add on are to be explanted, but the date of surgery is still unknown. No further details provided. A separate report is being submitted for the other iol mentioned. This is report 2 of 2.